Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 450g/dl and treated with an injection. Troubleshooting found that the customer had blood glucose of 150 mg/dl in the morning but then quickly shot up to 300 mg/dl. The pump has some air bubbles in the tubing and reservoir. The drive support cap was normal and the pump was able to prime. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshooting.